Event description:
It was reported that the right ventricular lead exhibited chronic noise. During generator replacement for potential upgrade, the pacemaker would not interrogate with radio frequency telemetry and responded slowly using inductive telemetry, despite multiple attempts. The pacemaker was explanted and the lead was capped during procedure on (B)(6) 2017; both products were replaced. The patient remained in stable condition post-procedure.